Manufacturer narrative:
Nurse confirmed lot number was not available. Based on the information provided, it cannot be determined that the alleged foot fracture was related to the v.a.c.® granufoam¿ dressing. The patient had osteomyelitis of the foot prior to the start of v.a.c.® therapy and was receiving intravenous antibiotics at the time of the alleged fracture. Surgical intervention was required for the fracture. Device labeling, available in print and online, states: safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be careful when getting into and out of bed. When practical, have a caregiver or a capable family member present to help you.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's spouse: the patient is non-weight bearing as the patient has a foot wound and part of his heel is "missing" due to (B)(6). While attempting to transfer from the wheelchair, the patient stepped on the white clip of the v.a.c.® granufoam¿ dressing tubing which allegedly caused a fracture to the arch of his foot. The patient had surgery on (B)(6) 2018 to repair the fracture. On 07-nov-2018, the following information was "report" to kci by the physician's nurse: the nurse confirmed that the patient was being treated for pre-existing osteomyelitis and was being treated with intravenous antibiotic therapy at the time of the alleged fracture occurred. The v.a.c.® dressing lot number was not available. On 08-nov-2018, the following information was reported to kci by the physician's nurse: the physician could not determine if the v.a.c.® granufoam¿ dressings caused or contributed to the patient's foot fracture. On 31-oct-2018, kci quality engineering, determined, to date the device has not been returned to kci and is not available for evaluation in kci quality engineering. The device passed qc checks and met specifications prior to placement. On (B)(6) 2018, the device was placed with the patient. On 18-oct-2018, after the complaint, a service work order was created for exchange of the unit; however, the patient declined exchange of the device. The patient continues to receive v.a.c.® therapy. As the lot number of the disposable was not provided, no device history record could be performed.